Event description:
It was reported that the patient experienced dizziness and received an inappropriate shock due to oversensing/noise on the right ventricular (rv) lead. Provocation tests were negative. During a revision procedure it was found that the device set screw was not tightened correctly. The screw was tightened and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). There was a sic count of 205. Oversensing led to unexpected shocks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.